Manufacturer narrative:
The reported field events of backup vvi, an inability to interrogate the device, and patient notifier anomaly were confirmed in the laboratory and were due to premature battery depletion. The premature battery depletion was caused by high current drain in the hybrid. The cause of the high current drain was an anomalous capacitor.

Event description:
It was reported that the device was found to be in back-up vvi and could not be interrogated. A device download was attempted but could not be performed. It was also noted that the patient notifier was turned off and verified to be off prior to the attempted download, however the notifier was still delivered. The device was explanted and replaced. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.